Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However no test fixture was available to test the device, so the original complaint issue could not be confirmed.

Event description:
Dealer states one of the replacement cylinders is collapsing, not holding. This was a replacement cylinder kit purchased two weeks ago and now failing. The dealer called back to let us know that the consumer states he was thrown out of the chair when the cylinder failed, but didn't sustain any serious injury.

Manufacturer narrative:
(B)(4) 2015 - should additional information become available, a supplemental record will be filed.

Event description:
Dealer states one of the replacement cylinders is collapsing, not holding. This was a replacement cylinder kit purchased two weeks ago and now failing. The dealer called back to let us know that the consumer states he was thrown out of the chair when the cylinder failed, but didn't sustain any serious injury.